Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. No frozen screen noted. Unable to verify battery out limit alarm due to unresponsive button. The time advanced properly.

Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time of the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.